Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the cuff was checked before intubation, the air was able to be injected but deflation was unable to be performed. Customer indicated there was no patient involvement.